Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that durinhg a routine scheduled follow up appointment, upon device interrogation, a "check left ventricular (lv) lead" message was displayed. Upon further review, no out of range impedance or out of range intrinsic amplitude measurements were found. The device checked out ok. To date, no adverse patient effects were reported as a result of this clinical observation.